Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. D10: (B)(6) - 02-010-01-0240 - logic femoral ps cem left sz 4. (B)(6) - 02-022-35-4017 - truliant tib imp ps insert sz 4 17mm. (B)(6) - 02-012-61-4000 - tru offset stem ext coupler, 4mm. (B)(6) - 02-012-60-1280 - tru stem ext 12mm x 80mm. (B)(6) - 204-70-00 - tibial stem ext. Screw. (B)(6) - 200-02-35 - three peg patella 35mm. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03743.

Event description:
It was reported that approximately 69 months after a left total knee replacement procedure, the patient underwent a second revision procedure to address recurrent tibial loosening and progressive left knee and leg complaints. Revision surgery operative notes were provided. Pre/post operative diagnoses: failed left total knee arthroplasty with recurrent tibial baseplate loosening and impending epiphyseal tibial fracture and stem tip. On exam under anesthesia, the knee exhibited mild laxity to varus and valgus stress in full extension, mid and deep flexion, and had a mild varus alignment noted on visual inspection. Operative findings indicated the synovial lining was mildly inflamed, hypertrophied, and contained numerous bead like projections consistent with particle disease. The poly insert exhibited minimal evidence of poly wear. The femoral component was found to be well fixed to bone with anderson type I distal femoral bone loss. The tibial base plate was loose. The tibia exhibited anderson ii-a medial and central bone loss. The patellar button exhibited significant wear, thinning, and delamination. The surgeon performed a revision left total knee arthroplasty using a competitor¿s devices. Complications: while reaming the tibial canal in preparation for the tibial cone, a small crack developed in the posterior cortex of the proximal tibia. This was an incomplete fracture, and a 3.5 mm screw was placed from medial to lateral across the posterior cortex of the proximal tibia, which successfully compressed the fracture and supported the medial side. The patient was subsequently awoken and transferred to the pacu in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of instability, tibial loosening, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 69 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, progressive left knee leg complaints. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices ((B)(6)) 201-78-15 - holding pin mini sharp point 4 pk ((B)(6)) 200-02-35 - three peg patella 35mm ((B)(6)) 201-78-80 - 3"" trocar, hex 2pk ((B)(6)) 02-010-01-0240 - logic femoral ps cem left sz 4 ((B)(6)) 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t the product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.